Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 55-year-old female with a medical history including hypertension and end stage renal disease, who stated an unspecified amount of blood leaked during a home hemodialysis treatment 15 (B)(6) 2025. After termination, the patient became lightheaded, and emergency medical services transferred her to hospital where she was admitted and received 2 units of packed red blood cells. The patient was discharged on (B)(6) 2025. Additional information was received on (B)(6) 2025 from the home therapy nurse (htn) who stated that the patient has recovered without sequelae and continues to treat with the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.